Event description:
It was reported that during a ladg, the jaw became not to open when the device was used on a vessel. Both sides of the jaws were clamped and the device was removed with a laparoscopic scissors. There was no bleeding due to this event. No error code was displayed. . Another device was used to complete the case. There were no adverse consequences to the patient. According to the sales rep, it seemed that something was getting stuck in the jaws. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received with the jaw damaged. The device was partially tested with a generator and the device performed as required during testing; although all testing could not be completed due to the damaged top jaw. The condition of the jaw prevented the functionality of the device. The jaw was unable to cycle the jaw open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.